Event description:
Reporter indicated a vns therapy programming system was not communicating with 2 patients' generators. The orange light blinks, but communication cannot be established. The patients' devices were ruled out as a causative factor. Troubleshooting did not resolve the issue. A replacement programming system was sent to the facility and follow up revealed the programming wand resolved the malfunction. Attempts to obtain the product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.